Manufacturer narrative:
(B)(4). The analysis results found that the device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open esophagus procedure on a patient with cancer, the staples were malformed after firing. The surgeon changed to hand sewing to complete the procedure. The patient is fine now, but the procedure was delayed around half an hour. The patient was given more anesthetic.